Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site which was subsequently treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment and underwent a skin revision surgery.